Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr destination sheath was returned for assessment at terumo medical corporation. The sheath was subjected to visual analysis. It was separated 25 cm from the hub, with the coil stretched out in the separated region until it connects with the other half of the sheath. The complaint can be confirmed for sheath separation based on the status of the returned device. The exact root cause could not be determined. The likely root cause of the sheath separation is that the sheath experienced high tensional forces during withdrawal from the patient's femoral artery, causing it to separate. The destination IFU was reviewed (rfin0086 effective date 11/20/2019) and the following was found to guide the user: "caution: advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined."review of DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when they were removing the 6fr 45cm destination sheath it had got stuck in the patient's femoral artery. The patient was not harmed.